Manufacturer narrative:
Only month and year valid in the implant date. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event, we are filing this report for notification purposes.

Event description:
Levels: c2-7 and t1 it was reported that patient underwent surgery including cervical plate system. On an unknown date, post-op, patient suffered from nerve damage, neck pain, headaches, light headedness, dizzy spells and when the patient chew food, it gets caught in his throat and all this happened after the surgery. MRI was performed on 2015 with contrast and nerve test was performed on (B)(6) 2016.